Manufacturer narrative:
Sections with additional information as of 19-apr-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-014: insufficient blood sample applied to strip (user).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation - customer declined replacement. Note: manufacturer contacted customer in a follow-up call on 08-feb-2021 to ensure that the customer's condition had improved and the initial concern was resolved - able to establish contact with customer's husband who stated that customer had been brought to physical therapy by ambulance on (B)(6) 2021. Husband also reported that customer's past glucose test results had been in the 80's; husband had stated he had given customer orange juice. Husband does not recall the date low result had been obtained, stating that it was possibly (B)(6) 2021. Husband did not know when customer will return from rehab. It was not known if customer was currently experiencing diabetic symptoms at the time of the call. Manufacturer was unable to contact customer at additional follow-up calls.

Event description:
Consumer reported complaint for error message (e-2). Husband and son are calling on behalf of the customer. The product is stored according to specification (living room). The test strip lot manufacturer¿s expiration date is 30-apr-2022 and husband had stated the test strips were opened possibly two months ago and states she has had the meter since fall 2020. During the call, a blood test was performed by the customer non-fasting and produced test result of 364 mg/dl (non-fasting) using the meter; customer was satisfied with the result obtained. At the time of the call, the customer reported feeling weak; medical attention was not required at the time.